Event description:
It was reported that there were unacceptable thresholds and insulation degradation. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary: lfj093016v no anomalies found; full lead returned and analyzed.